Event description:
The customer contact reported a separation. At 0640, the option-lok male adapter of the tubing set was connected to the patient's peripheral i.v. Access site and was being used to deliver 1000 ml lactated ringers, at an unspecified rate. At approximately 1023, the customer contact reported that while discontinuing the patient's i.v. Access site , the tubing set was repositioned. At this time, the tubing set separated from the arm of the proximal clave y-site of the tubing set and approximately 30-50 ml of solution leaked. The tubing set was not replaced as the patient's therapy was discontinued. There were no reported adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The lot number of the device that was in use is unknown. The customer contact identified two possible lot numbers (plots). A device from possible lot numbers 240254w and 240214w was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.